Manufacturer narrative:
Corrected: g3 (the g3 in the previous submission was inadvertently left blank, it should be (B)(6) 2025). Additional information: g1, h6. CAPA ca-00016. The manufacturer's internal reference number is (B)(4). This submisssion is linked to (B)(4).

Event description:
A healthcare professional reported an inclusive multi-unit abutment with its screw fractured but the implant remained in place at the second stage surgery on tooth number 20. No observable clinical symptoms reported. No permanent injury as reported, and the patient is doing well. At the time of the surgical procedure the patient's bone quality was type ii with good oral hygiene status. It was reported that the patient has diabetes, bruxism, and dry mouth.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results. The DHR was reviewed for inclusive multi-unit abutment lot# 6018793 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for inclusive multi-unit abutment lot# 6018793 and found no additional product in stock. Investigation methods/results the product was returned but not in the original packaging. It was observed that the abutment was fractured into two pieces. There were no defects or non-conformities observed on the abutment. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the abutment and screw during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of abutment and screw placement used during the installation and the insertion torque value. Another probable root cause is that not enough torque was applied to the abutment and screw which may have caused the fracture to occur over time. Per the reported information, the patient has a history of bruxism which may have contributed to the fracture as well. IFU 012640 rev 2 (inclusive prosthetic components for OEM implant systems) contains the following statement in the deliver of final restoration section: "using the appropriate driver in conjunction with a properly metered torque wrench, tighten the abutment or hybrid restoration to the implant manufacturer's recommended torque value." IFU 012640 rev 2 (inclusive prosthetic components for OEM implant systems) contains the following statement in the adverse effects section: "the following adverse effects have been observed when using prosthetic components and accessories: components used in the patient's mouth have been aspirated or swallowed. The abutment screw has fractured due to application of excessive torque. The abutment is not adequately secured due to inadequate application of torque." Manufacturer internal reference number: comp (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).